Event description:
During the last treatment in the 80% stenosed severely calcified mid right coronary artery, the driveshaft of a diamondback 360 coronary orbital atherectomy device became fractured. A buddy wire and balloon were used to remove the fractured driveshaft component. Stent placement was performed to complete the procedure. The patient was stable.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
Additional information: b4, g3, g6, h2, h3 the oad was returned to csi for analysis. A driveshaft fracture at the proximal side of the crown was observed. Scanning electron microscopic imaging identified fatigue striations at the site of the driveshaft fracture. The exact root cause of the driveshaft flexing was unable to be determined. When tested, the device functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).